Event description:
It has been reported by (B)(6) that there was an issue with the motor on the small battery drive device as it not run. It was further reported that there was an issue with the controls of the device as the device could not be controlled when it was switched on. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the motor had seized and was rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for unknown travios, unknown quantity/unknown part#/lot#. (B)(6). Unspecified major/minor complications. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.